Event description:
It was reported that this lead was explanted because it had perforated, which was seen through x-rays and confirmed through fluoroscopy. No additional information is available at the moment. No additional adverse patient effects were reported.